Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been getting error messages with the batteries. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he did not receive a low battery alert prior to the off no power alert. Customer also received failed battery test alarm. Customer did not receive failed battery test after troubleshoot. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days. Unit received with all operating currents within spec and passed error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.